Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the, during the implant, the lead experienced placement difficulty with several insufficient placement attempts. The helix screw did not come out after several rotations, then suddenly jumped out. High impedance and exit block was noted. The helix was unable to be retracted back into the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pul ling/stretching/overstress. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix extended, helix is bent/stretched, tissue visible on helix. No further helix testing possible due to bent helix. If information is provided in the future, a supplemental report will be issued.